Event description:
Pt admitted to hosp 5/18/00 with diagnosis of lung cancer and critically ill. Gj tube placed by interventional radiology on 6/26/2000. Pt experienced gi bleeding and endoscoped on 8/9/00. Perforation noted secondary to gastrostomy tube erosion. Abdomen distended with air causing respiratory problems. To surgery for repair and chest tube placement.